Event description:
The customer reported that the system displayed a "system error" message, had a black screen and made a clicking noise after the tube was replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tube was replaced and calibrated. The system was tested and found to be working as intended and put back into service.